Event description:
In 2007, abbott point of care was contacted by a customer who reported that an I-stat cg8+ cartridge yielded a hemoglobin result of 7.2 gm/dl. The same sample tested later in the lab yielded a hemoglobin result of 9.2 gm/dl. The customer stated the pt was transfused unnecessarily based upon the I-stat result of 7.2 gm/dl.